Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion top jaw did not close. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related wear and mechanical loading over time, including exposure to excessive forces, which may have contributed to the reported issue.